Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible due to no sample was delivered. The user report contains image that clearly depicting break of the guidewire. The user provided information regarding the use of a 9 fr x 11 cm introducer sheath that can give assumption the introducer sheath that was used was too short and could have failed to deliver adequate flow to the catheter as it was advanced towards the ivc. A broken guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during a recanalization procedure through popliteal vein, the guidewire allegedly broken. The segment of the distal lining of the guidewire is lodged at pulmonary level. There was no reported patient injury.